Manufacturer narrative:
The technician found a sticky substance in the latch mechanism causing the latch to stick. The technician cleaned and lubricated the siderail latch assembly to repair the bed.

Event description:
Information received indicates the right head siderail will not latch.